Event description:
The customer reported that the patient received a burn at the return electrode site during a lavh procedure. The pad had been placed on the patient's upper left anterior thigh. The lesion was treated with silvadene ointment and a non-adherent dressing. The patient was discharged to home next day.

Manufacturer narrative:
(B)(4). The customer has indicated the incident return electrode will not be returned for evaluation. The customer evaluated the es generator that was used and found it to function within specification. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.